Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure it was noted that the right ventricular lead exhibited high pacing impedance. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
H6 investigation conclusions should be 67 no problem detected.

Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. Analysis was normal. No anomalies were found.